Event description:
It was reported that the subject device balloon was ruptured during the procedure. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date - added. Manufacturing date - added. Device evaluated by mfg ¿ updated to yes. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis revealed that the balloon catheter was unable to be flushed as it was occluded with solidified contrast media. Following the functional test, leaks were observed from the balloon. It is probable that the device was damaged during the clinical procedure contributing to the reported event. An assignable cause of procedural factor will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject device balloon was ruptured during the procedure. There was no clinical consequence to the patient as a result of this event.